Event description:
The reporter noted: the doctor stated after an egr procedure (date of procedure not provided), "the pt claimed discomfort literally. The pt mentioned pain on (B)(6) 2012." The doctor believed this was neuritis and he injected a cortisone injection (date on injection was not provided) which relieved the pt's discomfort.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.